Event description:
The complainant reported that the clinicians were preparing to perform a radiofrequency ablation (rfa) procedure on a female patient using a radiofrequency generator. In addition, a partial hematic resection was also to be performed during the procedure. During the patient preparation for the procedure, the nurse applied four patient grounding pads (catalog number 26-219) to the patient's upper left thigh, from lateral to medial. The grounding pads were equidistance from cephalad to caudad. The procedure was then performed. During the course of the procedure, one of the patient grounding pads was changed from a boston scientific patient grounding pad to another patient grounding pad (device unknown). The procedure progressed as planned. The generator was then disconnected. Later the patient was found to have sustained a second degree burn measuring 10cm by 4cm and located on the patient's medial superior thigh at the corner of the pad. A wrinkle was found at the corner of the pad. The clinicians applied neosporin to the patient burn. Subsequent information obtained from the complainant reported that the physician reported that because the patient was obese the patient grounding pad curled up when applied, and the burn was re-classified as a small first degree burn only. The patient was also reported not have experienced any pain or discomfort from the burn. The patient also was reported to have presented a bradycardia heart rhythm following the event that was unrelated to the burn.

Manufacturer narrative:
The complainant indicated that the device would not be returned for evaluation; therefore, a failure analysis is not available; at this time we are unable to determine the relationship between the device and the cause for this event. As a lot number for this device was not provided, a device history search could not be performed. The lot number of the rf3000 is not known; therefore, the device manufacture date and expiration date cannot be determined. Device not returned for evaluation.